Manufacturer narrative:
The exact root cause is unknown. Our investigation included an evaluation of the information provided by the distributor, internal quality records, labeling, and risk documentation. Both the tibia and the fibula were repaired during the initial surgery. This plate is a part of the extremilock ankle plating system. The break occurred within 2 months of surgical implantation. This procedure requires 3 months for osteogenesis to occur. External forces post surgery caused the break. The lot number was not provided. Therefore, an evaluation of the DHR could not be performed. There have been no CAPA investigations, or related ncrs issued for this device. The review of complaints shows that this is the first complaint ever received for this device. According to the extremilock ankle plating system risk management file, the risk of a plate breaking post-operatively has a severity rating of 3, which correlates to a serious event. The fmea provides 5 possible causes for plate breakage including inadequate design, improper material, non-compliant patient, secondary trauma to site, and excessive bending of the plate prior to implantation. The extremilock ankle plating system IFU states a warning as a contraindication concerning patient compliance to physicians' post-operative instructions. The IFU also warns that the plate is not intended to "endure excessive abnormal functional stresses" such as bearing the patients weight without the benefit of a completely healed leg bones. This issue will be monitored through routine trending.

Event description:
On (B)(6) 2017, osteomed was notified that an implanted plate broke two (2) months post-op. Upon explant, the implant was discarded by the or staff. An x-ray was provided for evaluation.